Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: · urethral damage causing false passage or stricture the aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system instructions for use lists urethral damage causing false passage as a potential risk of aquablation therapy. Based on the event details, plus a review of the treatment log files, DHR and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that after aquablation therapy, the catheter wasn't able to be placed into the bladder. Multiple attempts were made with different sized catheters under ultrasound guidance. Additionally, mandarin guide and dilators along with wire guidance were used; however, a catheter was still unable to be placed. Multiple false passages were noted under cystoscopy. Ultimately, the catheter was placed suprapubically with a small incision made in the lower abdomen to allow for access to the bladder. It was estimated that the patient would remain catheterized for approximately 10 days. The treating surgeon attributes the false passages to the difficulties experienced with placing the catheter into the bladder. The patient is reported to be doing well with clear urine in the catheter. No malfunction of the aquabeam robotic system was reported.